Manufacturer narrative:
The reported issue could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure could be "coating does not activate". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged." The device was not returned.

Event description:
It was reported that the coude catheters were a bit dry.